Manufacturer narrative:
The lot number of the syringe used in the procedure has not been provided; however a list of potential lots was determined based on customer shipping history. Review of batch manufacturing records and evaluation of retained lot samples were conducted. Product was manufactured in accordance with approved work instructions, met acceptance criteria at the time of product release, and continues to meet release criteria. The injection location (nose) is off-label for bellafill per the bellafill instructions for use, and of which the injecting physician is aware. Further information has not been provided by the injector/physician after multiple attempts to obtain. Correction 1: patient sex is female. Product discarded by end user.

Event description:
The doctor reported on (B)(6) 2015 that a female patient had a severe anaphylactic reaction after bellafill injection in the nose (post-rhinoplasty). The injection date is unknown. The patient was driving home from the procedure when her lips and tongue began to swell. She drove herself to the hospital where they treated her with cortisone and antihistamine, and released upon resolution. She resolved the same day.

Manufacturer narrative:
The lot number of the syringe used in the procedure has not been provided; however a list of potential lots was determined based on customer shipping history. Review of batch manufacturing records and evaluation of retained lot samples were conducted. Product was manufactured in accordance with approved work instructions, met acceptance criteria at the time of product release, and continues to meet release criteria. The injection location (nose) is off-label for bellafill per the bellafill instructions for use, and of which the injecting physician is aware. Further information has not been provided by the injector/physician after multiple attempts to obtain. Patient sex is female. Doctor provided additional information on 12/17/2015, 01/14/2016, and 01/28/2016. As a result, the following sections were updated and/or corrected. The investigation outcomes has not changed as a result of this new information. Added patient initials. Added patient age. Birthdate is unknown; however the date of birth field year was also updated to correspond with known patient age. Corrected typo for the date the doctor reported the issue to suneva ((B)(6) 2015). Added bellafill skin test information provided by doctor on 12/17/2015, 01/14/2016, and 01/28/2016. Updated with additional information provided by doctor on 12/17/2015, 01/14/2016, and 01/28/2016 related to patient history and product usages. Updated with lot number and expiration date provided by the doctor on (B)(6) 2015. The same lot f141106 was one of those reviewed prior to the initial report for this submission for manufacturing records and retained lot samples. The review resulted in no issues found with this lot. Corrected and updated therapy dates with information provided by the doctor on (B)(6) 2015. Provided manufacturing date of lot f141106. Due to doctor relaying on (B)(6) 2016 that he does not know what may have caused the patient's reaction; however he assumes it may have been caused by possible sensitization to product after the first injection. A hypersensitivity reaction, allergy, and/or anaphylactic response are documented in the bellafill instructions for use. Product discarded by end user.

Event description:
The doctor reported on (B)(6) 2015 that a female patient had a severe anaphylactic reaction after bellafill injection in the nose (post-rhinoplasty). The injection date is unknown. The patient was driving home from the procedure when her lips and tongue began to swell. She drove herself to the hospital where they treated her with cortisone and antihistamine, and released upon resolution. She resolved the same day.

Manufacturer narrative:
The lot number of the syringe used in the procedure has not been provided; however a list of potential lots was determined based on customer shipping history. Review of batch manufacturing records and evaluation of retained lot samples were conducted. Product was manufactured in accordance with approved work instructions, met acceptance criteria at the time of product release, and continues to meet release criteria. The injection location (nose) is off-label for bellafill per the bellafill instructions for use, and of which the injecting physician is aware. Further information has not been provided by the injector/physician after multiple attempts to obtain. Product discarded by end user.

Event description:
The doctor reported on (B)(6) 2015 that a female patient had a severe anaphylactic reaction after bellafill injection in the nose (post-rhinoplasty). The injection date is unknown. The patient was driving home from the procedure when her lips and tongue began to swell. She drove herself to the hospital where they treated her with cortisone and antihistamine, and released upon resolution. She resolved the same day.